Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms that triggered a lead safety switch. This lead was left in unipolar configuration which results in numerous episodes of myopotential noise. The patient does not appear to be depended. The hcp reported it appeared to be a lead integrity issue and that a lead revision would be perform eventually. This lead remains in service. No adverse patient effects were reported.